Event description:
The philips allura xper fd10 system has an intercom system for communication between the operative suite and the control room, but the intercom in the control room only has a desk-top speaker and microphone. In a noisy environment, this speaker and microphone are not able to provide enough volume/control to be able to listen to to the cardiac cath lab suite conversation/directions. We have asked philips to provide a headset option which is available from the OEM of the intercom system, but have not had a timely response. The OEM of the intercom is (B)(4). Philips has ok'd the modification of the (B)(4) intercom.the local service manager and sale rep have sent the request to the production floor to see if it is possible to make the modification.